Event description:
Bd safetyglide needle used for vaccine administration. Needle was noted to have bent during insertion into thigh. Team was unable to administer medication through the needle and required a 2nd stick for vaccination. No serious harm noted. Bd 25g 1" safety glide 5246356 expiration 8-31-2030.